Event description:
On initial contact, dentist reported handpiece burned a patient. Made an additional attempt to obtain further information regarding details of patient, date of injury and nature of injury, but dentist did not wish to provide information.